Event description:
Related manufacturer reference number: 1627487-2023-03222. It was reported the patient experienced ineffective stimulation due to the leads migrating. The issue was confirmed via x-rays. Surgical intervention may take place at a later date.

Manufacturer narrative:
E1 reporter phone number: (B)(6). Date of event is estimated.

Manufacturer narrative:
The event of lead migration was reported to abbott. The lead was replaced. The patient has effective stimulation post-op. No devices were returned for evaluation. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. Based on the information received, the device was in conformance at shipment and a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information received indicates the leads were explanted and replaced with a penta to address the issue.